Manufacturer narrative:
The needle, stylet, introducer and dilator used for the procedure were returned for eval. Visual inspection of the returned devices revealed the distal end of the stylet was kinked 0.5 inches from the tip. No other visual anomalies were noted. The stylet was inserted back into the needle for eval purposes and then was inserted into the assembled dilator/introducer. Advancement of the needle/stylet into the introducer was successful, however, advancement was noted to be not smooth when entering the curve portion of the introducer assembly. Microscopic exam of the tip end of the needle and stylet revealed no burrs or sharp edges. The inner wall of the curve section of the dilator revealed damage that was caused by the bend in the stylet. How the bed occurred is unk.

Event description:
It was reported the physician felt a "scratch" while introducing the brk needle into the sheath. After pulling the needle back, there were little fragments of plastic on the tip of the needle. There were no consequences to the pt.